Event description:
It was reported that the patient was experiencing pain and discomfort at the implantable pulse generator (ipg) site which was tender. The patient underwent implantable pulse generator (ipg) replacement procedure.